Manufacturer narrative:
The investigation for the reported issue has been completed. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient with cardiomyopathy was implanted with an impella cp device for mechanical circulatory support. The patient experienced ventricular fibrillation then pulseless electrical activity arrest. Approximately 60 minutes of cardiopulmonary resuscitation and multiple shocks were given. The patient continued on support until the device was successfully weaned.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.